Event description:
Medwatch report received from user facility that states; "i.v. Tubing became pinched, when released issued bolus of pitocin. Emergency c-section performed." Further info was requested, but the only statement available to co was "the pt had problems with severe contractions and the fetal heart tones dropped necessitating anf emergency c-section." The pt and infant reportedly had no adverse sequelae and are "fine." The pump was not isolated or removed from service at the time of the event, so the specific device involved is not known.